Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.

Event description:
Literature: rektorova, I., z. Hummelova, and m. Balaz. "Dementia after dbs surgery: a case report and literature review." Parkinson's disease (2011). Print. Summary: the authors report on the case history of a (B)(6) woman with parkinson's disease who developed severe cognitive problems after deep brain stimulation (dbs) of the bilateral subthalamic nuclei (stn). After a brief cognitive improvement, the patient gradually deteriorated until she developed full-blown dementia. The authors also discuss the case with respect to the cognitive effects of stn dbs and the possible risk factors of dementia after stn dbs surgery. Event reported: the patient was reported to have undergone bilateral stn electrode implantation in (B)(6) 2005. Prior to the surgery, the patient was declared to be "cognitively normal in all domains." There were no complications seen during the surgery, and the patient was "conscious, alert, and cooperative during all stages of the procedure." On the day after the electrode implantation, a transient somnolence, disorientation in time and space, and retrograde amnesia occurred. This acute confusion regressed within 4 days. In (B)(6) 2006, a neuropsychological examination revealed a "moderately intense organic psychosyndrome and a marked dysexecutive syndrome," which manifested symptomatically by decreased psychomotor speed, flexibility, spontaneity, and concentration, as well as attention deficits and inhibition. Mild memory impairment was also identified, along with visiospatial deficits, dyscalculia, and deficits in time orientation. The patient became negativistic and dysphoric. A brain MRI showed no problems with lead placement, but mild oedema and bleeding were found in the anterior limb of the left internal capsule, spreading to the putamen and caudate head. In (B)(6) 2006, it was reported the patient's previously described pathology observed on the brain MRI had partially regressed. However, an MRI still demonstrated hyperintensity changes along the left electrode trajectory in the area of the genu of internal capsule, and the medial edge of the lentiform nucleus reaching the left thalamus. Mild cognitive impairment, with the predominant involvement of the frontal lobes, was reported during neuropsychological testing in (B)(6) 2006. On the whole, the clinical status of the patient improved from the motor, behavioural, and cognitive points of view. During the (B)(6) of 2006, the patient's medical condition gradually deteriorated, with episodes of freezing gait and postural instability, visual hallucinations and delusions. Behavioural disturbances were worse in the mornings. The patient experienced no tremor, very mild dyskinesias on the left side, but no motor fluctuations were present. The patient left the house and got lost repeatedly, and became partially dependent on her caregiver. Cognitive testing in (B)(6) 2007 confirmed the cognitive decline, with increased dementia symptoms, impaired memory functions, and praxis, visuoconstructive, visuospatial, and other cognitive impairment, including writing and picture drawing. In 2008, full-blown dementia was reported, which progressed over time. In (B)(6) 2008, a marked overall brain atrophy was depicted in a brain MRI, including both hippocampi. White matter hyperintensities along the electrode trajectories were also visible. In (B)(6) 2010, the patient was suffering from hallucinations, delusions, and postural instability with occasional falls. The patient has severe aphasia and dysarthria with telegraphic slurred speech and moderately severe motor and ideomotor apraxia. The patient became incontinent, and fully dependent on her caregiver. The patient died in (B)(6) 2010. The exact date of death was not reported. The probable cause of death was pneumonia. No brain biopsy was performed per the family's request. Additional information has been requested, a follow-up report will be sent if additional information becomes available.